Event description:
The complainant reported that the physician implanted (date of implant unknown) an obtryx system-curved sling device in an obese female patient. According to the complainant, the sling subsequently failed. The physician further reported that there was no patient injury or complications as a result of this implant, but that the sling "simply failed." At the time the complaint was reported, the physician was unsure which patients had incurred the failure, and was unable to report additional patient and event information. Continued efforts are being made to obtain this information.

Manufacturer narrative:
The lot number is not known; therefore, the device manufacturer date and expiration date cannot be determined. The complainant indicated that the device will not be returned for evaluation as it remains implanted in the patient; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed. At this time we are unable to determine the relationship between the device and the cause for this event. The directions for use of this device contains the following general warning: the risks and benefits of performing a suburethral sling procedure in the following should be carefully considered: overweight women (weight parameters to be determined by the physician). (B) (4).